Event description:
It was reported that the patient was admitted to the hospital with elevated blood glucose levels (500mg/dl) and large ketones.

Manufacturer narrative:
The patient's health care provider stated that the patient was sick with a virus. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.